Manufacturer narrative:
The data logs show that the placement signal and 5s parameters were stable throughout support until on (B)(6), the snr drops to 0, contrast oscillates between +3000 and -3000, lamp spiked, light decreased and gain was variable. This triggered psnr #1036 and controller error #1045. This lasted for 59 hours and then parameters returned to normal and remained within the expected range for the duration of the case. Based on the data log review, it is apparent that the console is the potential cause for this optical signal issue. Please refer to (B)(4) for an investigation into the console. (B)(4) was opened to investigate the legibility, completeness, and scannability of 2000193 batches. The batches were reworked and dispositioned as accept. Impella (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that there was a placement signal unreliable alarm with no waveform or numerical readings. The intensive care unit team checked for cable kinks and proper securement in the automated impella console. The provider ordered the alarm audio to be disabled. They will verify the position using imaging as recommended.